Event description:
It was reported that patient presented to the clinic for routine follow up, the pulse generator exhibited backup vvi mode. Device replacement would be scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.